Event description:
It was reported that during a routine follow up about one month post-implant, this right ventricular (rv) lead exhibited high pacing threshold measurements. An x-ray was performed and the lead appeared to remain in place, so a micro dislodgement was suspected. No adverse patient effects were reported. The physician was planning a lead revision for the following week. Additional information was received indicating a lead revision was performed where this rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.